Event description:
Customer reported he received the following results on 2 different meters within 10 minutes: 31 mg/dl (compact plus system 1) and 127 mg/dl (compact plus system 2). No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect product used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect product used in system 2.